Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On (B)(4) 2019, a tandem clinical diabetes specialist reported that after the pump basal setting was adjusted, the customer's blood glucose level had stabilized. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (200-396 mg/dl). A correction bolus and insulin injections were used to address the bg level. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. Tandem technical support advised the customer to discuss the high bg with a healthcare provider.